Event description:
Codman perforator that was being used to make a burr hole for a shunt went in too far, perforation did not appear to cause any apparent injury to the pt and the surgeon was able to complete the procedure.